Event description:
Per the clinic, the battery of the sound processor was found to have become hot. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is not available for analysis. This report is filed 14 mar 2014.